Event description:
A healthcare professional (hcp) reported via manufacturer representative that there was a patient on the table for a thyroid procedure. The hcp hook up the leads to the interface and one of the leads was not getting a green check mark. Then the hcp called the rep and it was channel 2 whichever side is right. The rep think its channel 2. The hcp called the rep and they troubleshoot it over the phone. They actually bypass the tube. First, they tried to take from channel 2 to 3 and go to a 4 channel setting and it did not work. They tried channel 4 to 7. Still did not work. They swapped to channel 1 to 2 and 2 to 1 and did not work. It seems it was the tube and lastly, they setup the simulator and check the interface and everything worked. So, it got to be a defective tube. They went to replace the tube that was defective and they opened the seal, they broke the seal on the new tube and there was nothing in the box. Troubleshooting was performed by swapping the tube. There was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.